Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be return for analysis and further information will follow once the analysis has been completed.

Event description:
Customer reported that she was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was over 1400 mg/dl. Customer stated that someone found her unconscious called the paramedics and rushed her to the hospital. No further information was provided.